Event description:
As the nurse checked on the pt it was noted that the IV catheter was no longer in the patient's vein and the site was bleeding. The catheter was examined and the nurse noticed that a part of it was missing. The nurse notified the doctor and a stat ultrasound of the left hand was performed and the catheter was found to be in the pt's vein. The pt went to surgery the next morning to remove the catheter. The catheter piece was removed with the tapered tip intact.

Manufacturer narrative:
A sample has been returned and is being evaluated. Upon completion of the investigation, a supplemental report will be submitted.